Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97754, serial # (B)(6), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. Analysis of the recharger, model 97754, serial no. (B)(4), found no anomalies. Analysis of the patient programmer, model 97740, serial no. (B)(4), found no significant anomalies.

Event description:
A consumer reported on (B)(6) 2016 being unable to charge his implantable neurostimulator (ins). Troubleshooting was attempted and the consumer saw the poor coupling screen displayed on the recharger (insr) with 4 bars or less. Repositioning the antenna and attempting an antenna locate (al) did not resolve the issue. The consumer was able to communicate with the ins using another external device. It was reported that it appeared the insr was malfunctioning. It was noted that there were no pocket issues. The consumer noted pain in his back and that it was different from his normal pain, and it only happened if he changed programs. He only used one program otherwise he got a shock. The ins was depleted, he could not charge today, the last charge session was last week, and he just lost stimulation. He was able to get 0 boxes filled and reported the insr was bouncing from the normal recharge screen to the reposition screen without moving. He saw a screen with an ¿x¿ on it, did a physician mode recharge (pmr) and al and no change, and he was not able to attempt a reset. Information received from the consumer on (B)(6) 2016 reported he had surgery three (3) months ago and problems ever since, including pain at the ins site and problems with the recharger. He was woken up last night with pain, bad burning, electrical burning type of pain where the battery was, which started at implant and was happening when off/on. It was noted that the pain was sporadic, where it comes and goes, and he could not feel anything at the battery site from middle of back to side. His health care professional (hcp) had done all sorts of scans, tests, and CT scan because of his issues and told him he had a slight hematoma that will go away in 4-6 weeks. The consumer stated the ins was depleted and everything was powered on and nothing would charge at all. It would not charge and now the recharger would not power up. He noted bad pain where the ins was that started since implant, sporadic, where it comes and goes, and could not feel anything at the battery site from middle of back to side. He had pain and the device was not even on. The consumer was getting poor connection where it constantly beeps, and stated he was a thin guy and should have connection, but was getting nothing. He was getting connection with the remote. He did meet with a representative previously who put more programs on. The consumer stated he was about to just have the device taken out as it was causing these issues. Information received from a manufacturer representative on 23-may-2016 reported the consumer reported extreme pain that shoots up his abdomen from the battery site that could happen whether the device was on or off. The consumer stated zero black bars when attempting to recharge and claimed to be impotent and complete numbness in his groin area, which he shared with his hcp. It was unknown if any factors contributed to the reported issues. Information received from the representative on 24-may-2016 reported the representative met with the consumer at the hcp¿s office. The consumer reported being unable to connect with the ins using the insr or pp for the past two weeks. He went to the ER last night due to pain at the ins site even though the device was not on. A request for a replacement recharger and patient programmer was requested. Information received from the consumer on 26-may-2016 reported he received the pp and the insr antenna; the pp works, but the recharger still did not work even with the replacement insr antenna. He got zero boxes and then got the reposition antenna screen. The consumer mentioned that he could literally see the battery protruding through his skin, so he was not missing where to place the recharger. He stated he was (B)(6); pretty skinny guy. A replacement recharger was going to be sent. Information received from a representative on 01-jun-2016 reported the consumer indicated that everything was working fine and his doctor referred him to a urologist. The cause of the pain/burning at the ins site and numbness in groin area had not been determined. Information received from the consumer on 04-jun-2016 reported the charging plate for his device got very hot while charging the device and that it burned his skin. The device was beeping and not working after. He said there was a thermometer on the device, which was not working. Indication for use included spinal pain.

Event description:
The patient reported that they could not feel anything in their pelvic region since the day they had their implant. The rsd had spread into their right leg and right foot, as well as severe headaches, blinding headaches, since implant and have progressively gotten worse. They felt these were related to the stim but they had not gone away even through stim being off. There was pain at implant site.

Manufacturer narrative:
Applies to model 97754, serial number: (B)(4). Applies to model 97754, serial number: (B)(4). Additional codes: implantable neurostimulator: (B)(4). Implantable neurostimulator recharger model: 97754, serial number: (B)(4): implantable neurostimulator recharger model: 97754, serial number: (B)(4). Result: lead model: 39286-65, serial number: (B)(4) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing issues with the neuro device. The leads were burning him after attempting to use the programmer. The patient stated he wanted a brand new system that was not refurbished or an attorney would be contacted. The patient noted having received defective product on more than one occasion. The patient stated that the implantable neurostimulator recharger (insr)/insr antenna burned the patient's skin with no warning. The patient was not able to feel anything on either side of where the implantable neurostimulator (ins) was located because of nerve damage where they implanted the ins. The only way he knew the insr/insr antenna was burning him was because he shifted the recharging belt up and hit a part of the patient's skin where he felt the burning. The patient was only able to recharge sitting forward, hunched over in order to receive any signal from the insr antenna/ coupling. If the patient was sitting back, would stand up, or moved an inch, he would lose the signal instantly. The patient noted having spoken to the manufacturer representative a week after implant regarding recharging issues and was told it was normal to "fiddle\" around with it to get better coupling. The recharging issues got to the point where the patient could not even charge at all. The patient stated he has literally zero signal with all insrs. The patient was being sent a brand new, in the box, insr. If the new insr did not resolve the patient's issue, it was recommended to follow up with the patient's health care professional (hcp) to have the ins evaluated. Replacement of the ins was discussed. The symptoms were noted to be sudden.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. The implantable neurostimulator recharger (insr) (serial # (B)(4)) was returned and analysis found no anomalies with the insr. Eval code method: all codes apply to insr (B)(4) eval code-result: all codes apply to insr (B)(4) eval code-conclusion: all codes apply to insr (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.